Event description:
Additional information indicates that the infection has resolved, and the patient was reimplanted with a scs system.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02831. It was reported that the patient was hospitalized due to a staphylococcus infection at both the ipg and lead sites. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. The patient was administered intravenous antibiotics.